Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: the black box data and pump histories for the time of the alleged issue were unavailable for review due to continued pump use. A review of the current histories indicated one reboot occurred on (B)(6) 2016. The returned battery cap was undamaged and was able to secure properly and maintain electrical connection. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no defects were found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power )issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.